Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issue has been completed. The product was returned, and the issue was confirmed. The cause of the aic issue was a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was an aic failure during support. The pump was switched to a new controller and support continued. Additional information was provided that noted the patient expired.